Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for post-cardiotomy cardiogenic shock (pccs). The patient was implanted on (B)(6)2021 and explanted on (B)(6) 2021. It was reported that during impella support cardiac tamponade was observed, treatment details were not provided. Subsequently, the patient experienced a vascular injury for which treatment was required. Details of the treatment were not provided. No further information was provided.